Event description:
It was reported the pump was defective. Tests were performed in the warehouse prior to contact with the customer and the device failed to alarm during testing.

Manufacturer narrative:
(B)(4).